Event description:
The customer was hospitalized with high blood glucose levels and diabetic ketoacidosis. Troubleshooting was performed and the pump passed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.